Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: reporter name updated to reflect name of facility weherein the surgical intervention occurred. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04412. It was reported that the patient's leads have migrated. Surgical intervention may be pending to address the issue.